Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob and dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Dor: (B)(6) 2012 (right hip).

Event description:
Update: 3/21/2014 - ppd with medical records received. Patient was revised to address pain, fluid and osteolysis. Intraoperatively, scar tissue was removed and black corrosion was found on the stem and within the taper. The stem remained in situ. The stem and sleeve are being added to the complaint. This complaint was updated on: 04/03/2014.

Event description:
Litigation alleges, patient had discomfort and elevated levels of cobalt and chromium after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.